Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged charge-coupled device caused the blurry image issue. The most probable cause was due to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation of a diagnostic procedure the camera head presented a bad/grainy image. There were no reports of patient harm.